Event description:
The patient was admitted for a bacterial infection and the clinic wanted to explant the cardiomems sensor. The sensor was implanted on (B)(6) 2022, and the patient had since been admitted for sepsis. The patient also had a cardiac resynchronization/implantable cardiac defibrillator (ICD) that was going to be explanted. It was recommended not to remove the cm sensor and that removal could lead to patent death. The infection was diagnosed on (B)(6) 2022. It was found in the upper left chest in the generator pocket. There was vegetative growth on the ICD generator. The cardiomems was cultured but no results had been obtained as of on (B)(6) 2022. The infection was (B)(6) and it was treated with IV (B)(6). The cardiomems sensor, the ICD, and the ICD leads in the right atrium and right and left ventricles were explanted on (B)(6) 2022 with no adverse consequences to the patient. The sensor implant followed the instructions for use.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The reported issue could not be confirmed to be related to the cardiomems product or procedure as further information could not be obtained and the device was not returned to the manufacturer as it was retained by the hospital. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.